Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification.

Event description:
It was reported that the progammer did not start up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.